Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury.". Section 4.7, inspection, cleaning, disinfection, sterilization: -"prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion.". Product was returned and the event was able to be replicated. Manufacturing records indicated that the probe met required specifications. No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.

Event description:
During a procedure, a probe was opened from its packaging and the pilot laser light was checked. The light looked visibly dim at the tip. It was then noticed that there was a light leak around the area of the depth stop adjustment. It was decided that the probe could not be used, and a second probe was opened and used without issue. There were no patient complications reported in relation to this event.